Event description:
It was reported that the colonovideoscope exhibited burning and melting of the probe cover at the forceps port. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the suggested event occurs if high-energy endotherapy accessories are used without sufficient distance from the distal end. We could not obtain information on whether the user used the high energy endo therapy accessories or not. Therefore, we could not determine the root cause of the event. The event can be prevented by following the instructions for use (IFU). Which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by handling the device in accordance with the following IFU. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.